Event description:
Third party service agent contacted stryker to report that the shock button on their customers device's hard paddles was not working. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
The standard hard paddles were further evaluated by stryker. The reported issue was able to be verified and able to be duplicated. Stryker informed the customer that the hard paddles should be removed from service. The customer requested that the hard paddles be returned unrepaired. Further root cause could not be determined.

Manufacturer narrative:
Third party service agent evaluated the customer device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Third party service agent contacted stryker to report that the shock button on their customers device's hard paddles was not working. There was no reports of patient use associated with the reported event.